Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that the apply sample icon appeared on the meter after blood was applied on the test strip. The medical affairs specialist (mas) spoke to the pt one day later and obtained/verified the following information: the meter had been displaying the apply sample icon for a couple of days and she had not been experiencing any symptoms at the time of testing. During that time the pt had been taking her set amount of glucophage 2 pills twice a day. She had contacted her physician and he advised her to only take one pill of glucophage twice a day, since she had been complaining that after she takes the 2 pills she gets "sick in her stomach." Since she has been taking the one pill 2x a day, she has been feeling "much better." She received new test strips from lfs and tried to test using the new test strips and obtained the apply sample icon even after sufficient blood was applied on the test strip. The technique of inserting the test strip and applying the blood on the test strip was correct. Customer care agent (cca) sent the pt replacement meter.